Event description:
It was reported that the mobile programmer application was being utilized inadvertently instead of the remote monitoring application, generating an interrogation report which was sent via the data transmission application. Troubleshooting steps were advised to include utlizing the remote monitoring application to resolve the issue. It was further reported that the patient connector was unable to be paired with the remote monitoring application. In addition, the remote monitoring application was unable to recognize the implantable pulse generator (ipg) generating a diagnostic error message. Further troubleshooting steps were taken however the issues remained. No patient complications have been reported as a result of this event. Host tablet os version: 26.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.